Event description:
Ous MDR - the pantera leo balloon was used for post-dilatation. The balloon ruptured at the fourth inflation at 20 atm.

Manufacturer narrative:
On (B)(6) 2017 - the report and event dates were reversed in the initial report. Corrected the report and event dates.

Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned pantera leo revealed that the balloon has been inflated. It was returned in a fully deflated state with blood and contrast medium residue inside the balloon lumen. At a pressure of >6 atm a fine jet of water were observed close to the proximal balloon marker. Further microscopic analysis showed two scratches on the balloon surface nearby the damage site. The review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause was determined. Since the complaint instrument was successfully used for three post-dilatations the damage was most likely procedure related.